Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff did undergo hysterosalpingogram. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), arthralgia ("joints pain"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and uterine prolapse ("uterine prolapse"), 5 months 5 days after insertion of essure. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), haematuria ("light bleeding during pee"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain, arthralgia, fatigue, weight fluctuation, uterine prolapse, weight increased, dyspareunia, psychological trauma, haematuria, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dyspareunia, fatigue, genital haemorrhage, haematuria, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine prolapse, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and fallopian tube perforation ('one of the coils perforated one of fallopian tubes') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff did undergo hysterosalpingogram. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), arthralgia ("joints pain"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and uterine prolapse ("uterine prolapse"), 5 months 5 days after insertion of essure. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), haematuria ("light bleeding during pee"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fallopian tube perforation (seriousness criterion medically significant), cyst ("cyst"), endometriosis ("endometriosis") and uterine enlargement ("uterus was 3 times heavier and 4 in size"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain, arthralgia, fatigue, weight fluctuation, uterine prolapse, weight increased, dyspareunia, psychological trauma, haematuria, genital haemorrhage, vulvovaginal pain, abdominal pain lower, fallopian tube perforation, cyst, endometriosis and uterine enlargement outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, cyst, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, haematuria, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine enlargement, uterine prolapse, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added. New reporter added. On 23-mar-2020: social media received: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff did undergo hysterosalpingogram. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), arthralgia ("joints pain"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and uterine prolapse ("uterine prolapse"), 5 months 5 days after insertion of essure. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and haematuria ("light bleeding during pee"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain, arthralgia, fatigue, weight fluctuation, uterine prolapse, weight increased, dyspareunia, psychological trauma and haematuria outcome was unknown. The reporter considered abdominal pain, arthralgia, dyspareunia, fatigue, haematuria, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine prolapse, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: new event light bleeding during pee were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff did undergo hysterosalpingogram. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), arthralgia ("joints pain"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and uterine prolapse ("uterine prolapse"), 5 months 5 days after insertion of essure. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), haematuria ("light bleeding during pee"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain, arthralgia, fatigue, weight fluctuation, uterine prolapse, weight increased, dyspareunia, psychological trauma, haematuria, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dyspareunia, fatigue, genital haemorrhage, haematuria, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine prolapse, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: it was detected that case # (B)(4) was a duplicate of this case (B)(4) to which all the relevant information was transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. Information transferred from deletion case (B)(4): new reporters, events heavy abnormal bleeding, vaginal pain and severe cramping added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff did undergo hysterosalpingogram. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), arthralgia ("joints pain"), fatigue ("fatigue"), weight fluctuation ("weight gain / loss") and uterine prolapse ("uterine prolapse"), 5 months 5 days after insertion of essure. On an unknown date, the patient was found to have weight increased ("weight gain") and experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, abdominal pain, arthralgia, fatigue, weight fluctuation, uterine prolapse, weight increased, dyspareunia and psychological trauma outcome was unknown. The reporter considered abdominal pain, arthralgia, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, psychological trauma, uterine prolapse, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Case become an incident. New events added: weight gain, dyspareunia, psych injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.